Manufacturer narrative:
The reported events were perforation and no capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted and clogged with blood. After cleaning, the helix was able to extend and retract by applying torque at the connector pin. The full helix extension length was within specification. All tip stiffness values tested in specification. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found on the lead except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in recovery post implant complaining of chest pain. It was noted that the lead caused perforation leading to effusion, confirmed under ultrasound. A drain was inserted to relieve the tamponade on (B)(6) 2019. The lead was later not capturing. Impedance was 360 ohms and r waves were 5.2mv. The lead was explanted and replaced. The patient was stable.